Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user, during the ilet learning phase, experienced hypoglycemia with blood glucose (bg) of 40 mg/dl. The user had not been eating carbohydrates at the time and described having a physically demanding job that contributed to the low. The event was corrected with 8 oz of sprite and crackers. Family notified the user of the low via circle app since the user could not hear alerts at work. Bg stabilized afterward, and settings were later adjusted by certified diabetes specialist (cds). No symptoms or medical intervention occurred.